Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network cable was old. The network cable was replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not detected on communication bus during a procedure and needed to be rebooted. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been corrected/additional information added: d4 UDI, d5, h6 annex a, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-feb-2022 to 08- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was connected to the network but found that the network cable was old. The network cable was replaced by the field service engineer which resolved the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not detected on communication bus during a procedure and needed to be rebooted. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following corrections and or additional information has been documented in the following sections: a1, d1, es, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-feb-2022 to 08- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was connected to the network but found that the network cable was old. The network cable was replaced by the field service engineer which resolved the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis anesthesia es system was not detected on the communication bus during a procedure and needed to be rebooted. There were no adverse events or injuries reported based on this event.